Event description:
Reporter alleged blood glucose measured 90 points higher than the lab result, no value provided. It was reported customer took medications after the meter to lab comparison and then blood glucose read 14 mg/dl back to back with a result of 203 mg/dl taken within 10 minutes. No other treatment or actions were reportedly taken. A request was made for the return of the suspect device and replacement product was sent.